Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained at the right groin and in the foot with an unspecified sheath. The target lesion was located in the right superficial femoral artery of the right leg. A non-bsc guide wire was advanced to the lesion. A 7.0 x 200, 135cm mustang balloon catheter was selected to dilate the lesion. When the physician tried to remove the device and while holding the sheath, the device was unable to be pulled out. It was noted that the shaft of the balloon stretched out and the lumen collapsed into the wire and became one unit. The physician continued to remove the device from the wire and aimed not to loose the position of the wire. It was noted that the balloon and the wire were fused together. They pulled the wire and the balloon as one unit. The procedure was completed with this device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).